Event description:
On march 31st, 2025 apifix was notified that patient#: (B)(6) was revised due to insufficient correction. The patient wants to have apifix removed and covert to fusion. Would like a curve under 10 degree and feels that fusion will provide this.